Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a revision procedure to replace both leads. The patient was reprogrammed and was doing well postoperatively.